Event description:
It has been reported to co that during the procedure the fitting of this device was defective, reportedly, the hub of the catheter separated from the high pressure tubing. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.